Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with muscle contractions close to the left pectoral region. The patient was not dependent on pacing. Muscle contraction could be reproduced in clinic by pacing at high voltage in the ventricle. Per the physician, the right ventricular (rv) lead was stimulating other muscles in the area leading to mild symptoms of contraction. The lead screw slightly being outside of the myocardium was attributed to be the cause for stimulation. The lead appears to have slightly perforated the myocardium, although there was no allegation by the physician. The rv lead output was reduced to avoid symptoms. The patient was doing well before, during and after the event.